Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. The reporter was not able to provide further information during the initial complaint. There was no indication that the device caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: the device has been returned and evaluated by product analysis on 10/09/2017 with the following findings: a review of the black box showed evidence of a call service 128 alarm on the date of the complaint. The alarm history showed one occurrence of a 128 post delivery motor power supply fault alarm. No battery cap or cartridge cap were returned. All testing was performed with a test battery cap. The pump powered on with the test battery cap. The battery cap was able to fully tighten to the pump. The current draws were within specifications. The pump case was removed to find no evidence of additional moisture. The battery life issue or call service 128 alarm was not duplicated during investigation. Unrelated to the original complaint, the battery compartment was cracked in the thread area and below the grip pad. Evidence of moisture contamination was found in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.